Event description:
Incident reported as medwatch, received on 06/18/2009 from FDA and also info obtained from hospital. Pt extubated herself and was found unresponsive and could not be revived. The nebulizer was in use and appeared to be functioning. The only further info obtained revealed pt had a history of significant heart failure, respiratory failure, diabetes, chronic renal insufficiency and hypertension and stroke.

Manufacturer narrative:
No sample received for investigation. Eval: manufacturing processes were reviewed. DHR review showed no issues with this lot # concerning this complaint. Result: no changes in the material, machine, manpower, method or measurement were made. Conclusions: the root cause could not be identified for the described complaint, however, this failure mode has been added to the trending analysis. Qa and manufacturing personnel were made aware of the possibility of this defect according to the customer complaint. No corrective actions will be taken at this time. If sample becomes available, investigation will be re-opened.